Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 1627487-2018-07909, 1627487-2018-07910. It was reported that patient was unable to experience satisfactory coverage for pain in bilateral arms. Reportedly, patient did not use the cervical system in many years since she experienced muscle spasms when stimulation was turned on. Troubleshooting was attempted to no avail. In turn, the patient underwent surgical intervention wherein the ipg was explanted on (B)(6) 2020 and a new ipg was implanted on (B)(6) 2020. Postoperatively, the patient has effective therapy.